Manufacturer narrative:
Concomitant product(s): product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28m lot# va05ngv, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer reported that the patient had no stimulation sensation and felt no vibration. The patient experienced a loss of therapeutic effect. The patient was not peeing and didn't feel stimulation. The patient checked their implant every 2 weeks. At first the patient thought there was something wrong with their programmer, but then increased stimulation to 3.20v and still felt nothing. The patient had been at 3.10v. The patient was taking 2 pills and had been walking and using an exercise machine. The patient could feel stimulation at 3.70v and was going to follow-up with their health care provider (hcp). The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.